Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2395, awareness date 03-nov-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer is (B)(6) and reported she just had a total hysterectomy including bilateral salpingectomy (being able to keep her ovaries) on (B)(6) 2015 because of essure. For the last 3 years her health has declined. She decided it was time to take action and remove the coils. During the hysterectomy her doctor acknowledged the fact that one of the coils had migrated to the uterus. He also stated that she developed endometriosis and explained that both those issues could very well be just the beginning as to why she was so uncomfortable. Product technical complaint (ptc) investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that the final product testing was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information there is no relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who stated she had a total hysterectomy and bilateral salpingectomy because of essure (fallopian tube occlusion insert). According to her, during the surgery it was found that one of the coils had migrated to the uterus. She was also diagnosed with endometriosis. Only the reported essure migration to uterus is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement includes migration/expulsion into the uterus/cervix or out of the body. In this case, limited information was provided. The exact mechanism of the reported device migration was not informed and the medical reason for the performed hysterectomy was unclear (unclear if procedure was due to endometriosis symptoms or essure migration). However, given device migration nature; causality with the suspect device cannot be excluded. Regarding endometriosis, essure has a mechanical action in fallopian tubes. No hormones/drugs are released from the insert. Thus, it is unlikely that the device may have contributed to consumer's endometriosis. This case was regarded as incident, since device removal was required (surgical intervention required). Based on the available information there is no relationship between reported medical events and quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.